Event description:
On 08/07/2025, the beta bionics ilet user's caregiver called in after being advised by the healthcare provider to perform a full reset (fr) while on vacation. The patient¿s mother temporarily reverted her to backup therapy for convenience. However, the insulin pump remained connected to the cgm but was not attached to the patient¿s body. As a result, insulin continued to be delivered based on cgm data, which led to hypoglycemia. The patient experienced a low blood glucose (bg) level of 48 mg/dl and reported leg weakness. The low bg was corrected with apple juice. No medical intervention or outside assistance was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.